Event description:
Livanova deutschland received a report that a heater cooler 3t device tested positive to nontuberculous mycobacteria (ntm). There was no patient involvement.

Manufacturer narrative:
A1-a5 patient information was not provided. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the 3t heater cooler, the event ocurred in the united states. Through follow up communication it was learned that the device has been cleaned regularly in strict accordance with the instructions for use (IFU). Water blankets are utilized; however, they are single-use and not reusable. The connecting lines from the 3t device to the water blanket are reusable and have undergone the same bleach and cleaning cycles as the 3t unit and associated tubing, both prior to initial use and throughout operational periods. Daily monitoring of water quality and hydrogen peroxide (h2o2) levels is performed as prescribed by the IFU. No out-of-range low readings have been reported. When not in use, devices are stored filled with water containing the appropriate h2o2 concentration and remain on the same cleaning schedule as active machines. H2o2 levels are checked daily, including weekends, even when devices are not actively in use. No devices are kept in permanent storage; usage frequency varies as units move between operating rooms. H2o2 is added whenever water in the tanks is changed, following the seven-day cycle outlined in the IFU. A disposable pall-aquasafe water filter with a 0.2 m membrane¿or an equivalent performance filter¿is consistently used for tap water and replaced monthly, as recommended by the IFU. Prior to initial operation, all surfaces and water circuits were disinfected by a livanova representative. Devices are not stored long-term, but some are used more frequently than others. Device surfaces are disinfected after every operation, particularly when visibly soiled. However, it is possible that some cases were performed without intermediate surface disinfection. The 3t aerosol collection set is replaced within the prescribed usage period. Devices are positioned inside the operating theatre during use. The device fan is directed away from the patient. The estimated distance between the surgical field and the device is 3¿4 meters. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.